Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charged and failed due to battery only 16% after charging overnight. Boot test was performed and passed. The receiver case was opened for an internal visual inspection and it passed. The log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause of this issue was receiver battery defective. No injury or medical intervention was reported.